Manufacturer narrative:
Additional information was received that the patient was experiencing pain and drainage at the ipg site. Cerebrospinal fluid leak was also noted. The patient underwent a thoracic wound exploration and evacuation of epidural hematoma with partial laminectomy. The patient was prescribed with antibiotics and analgesics. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing hematoma on her spine and paralysis from the hips down following an explant procedure.

Manufacturer narrative:
Concomitant medical products: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing hematoma on her spine and paralysis from the hips down following an explant procedure.